Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve appeared desiccated. The valve showed no evidence of distortion or damage. All leaflets appeared stiff due to desiccation. All leaflets appeared intact. All commissures were intact. Pannus lines the inflow orifice extending into the inner lumen. Pannus covered one commissure. Large remnants of tan colored pannus remained attached to the frame on the outflow and along the skirt. Pannus was noted along the outflow margin of attachment adjacent to all cusps. Visible mineralization was observed in the pannus along the outside of the skirt. Radiography showed mineralization on the outside aspect of the valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year and one month following the implant of this transcatheter bioprosthetic valve, the patient presented with shortness of breath. Moderate-severe paravalvular leak (pvl) and mitral regurgitation was noted. Subsequently, the valve was surgically replaced four days later and a bypass graft was placed. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the product analysis, reduced performance of the valve can potentially be attributed to host tissue overgrowth (pannus) and the mineralization seen on the x-ray. These findings are generally considered patient related condition. No issues were identified that would have impacted this event. Although a conclusive cause of the pannus and calcification could not be determined, these are known potential adverse effects per the evolutr instructions for use (IFU), and are most likely a patient related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: updated the aware date of the additional information report sent in the follow-up 003, the day the investigation was received. If information is provided in the future, a supplemental report will be issued.